Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: during preparation for surgery, the white plastic part was easily broken. The device was not used for a pt. Another device was used to complete the procedure.